Manufacturer narrative:
It was provided that the sample was repeated and the result was negative. Based on all available information, there is no evidence of a product issue. It can be conclusively stated that there are no issues with the cobas® mpx lot m017331 that was used and a software anomaly or an issue with the result calling algorithm can be excluded as the cause for the discrepant results. The underlying factor can be attributed to either a true positive sample with a very low viral load, near the lod of the assay or a non-specific amplification event or weak contamination.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable result with the cobas® mpx - 192t assay for one patient sample run on a cobas 6800 analyzer. The initial result was hcv reactive and the customer believes it to be a false positive result. It is unknown if the sample was repeated.